Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient reported to clinic alarms from the power module (pm) with red battery and orange wrench. During the visit, the patient presented a back-up controller that had broken bend reliefs of both black and white power cables with visible frayed wires on white cable. Power module in clinic was not able to display information from back-up controller when connected. The controller was alarming for "no power source" while connected to both the pm and battery power. The alarms were reportedly self-resolving when the damaged power cable was straightened. Attempt was then made to attach patient to an ungrounded cable, however, was unsuccessful as resistance was met and the cable was not able to be connected completely. Inr was subtherapeutic 1.10, and the controller couldn't be exchanged in the clinic, so patient was advised to go to the ed for heparin bridging with plans to change controller (B)(6) 2022 morning. While patient was in the ed, an attempt was made to put them on another ungrounded cable, however, the nurse was not able to make the connection again due to resistance. Patient remained on batteries overnight. Log-files could not be downloaded due to 'no power source" alarms and inability to connect to ungrounded cables. Patient was subsequently exchanged with a new pocket controller and provided with a new backup controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a broken bend relief, no communication with the system monitor, and a ¿no power source¿ alarm were confirmed via evaluation. The reported event of the controller being unable to connect to an ungrounded patient cable was unable to be confirmed. A review of the log file contained data spanning approximately 2 days (1dec22 and 2dec22 per timestamp). Starting 01dec22 at 8:50:00, the power cable disconnect alarm was active due to a white power cable fault and the white rsoc voltage remaining 0v. The alarm was not associated with a power source exchange and did not resolve in the log file. There were no other notable alarms active in the log file. The heartmate ii system controller was returned for analysis and visual inspection revealed a damaged white strain relief. The system controller underwent preliminary and functional testing. The controller connectors were able to connect to the patient cable without issue, no resistance was observed. Upon connecting to the system monitor, the controller unable to communicate. Atypical power cable disconnect alarms on the white power cable were reproduced. The power cables underwent continuity and insulation testing, and the white power cable did not pass. The power cable was cut open to inspect the condition of the wires and the orange wire (transmission communication) and blue wire (receiving communication) were found to be severed at the controller connector. The controller 's power cables were replaced with test power cables in order to continue evaluation. The system controller was functionally tested and passed. The controller was connected to a mock circulatory loop for an extended period and was able to operate as intended. A root cause for no communication with the system monitor and the power cable disconnect alarms was determined to be due to the observed wire damage on the white power cable. However, a root cause for the damage to the power cable was unable to be determined. A root cause for being unable to connect to an ungrounded patient cable was unable to be conclusively determined. There was incidental finding of fluid ingress in the power cables. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate ii patient handbook instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The heartmate ii patient handbook instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. Heartmate ii instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Backup controller: MFR# 2916596-2022-15626,power module: MFR # 2916596-2022-15627.